Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Head of brush head broke off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a wife reported via phone on 13-mar-2017 that the head of the oral-b power oral care refills precision clean broke off while her husband of unspecified age was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.